Event description:
Outpatient here for a cet-d implant. Difficult cs anatomy encountered. Whisper wire (300 cm length 0.014 cm diameter) utilized during effort to find suitable cs branch for lv lead placement. Wire and guide withdrawn and noted in picture that part of wire remaining in the body. Looked at the wire that was removed and noted that it was not intact. Wire not removed and noted that wire did not move during procedure and wire remained unchanged in position of body (without movement). The remaining wire that was sequestered and remains with risk. Md documented that 4 cm of a whisper wire tip remained at a distal cs branch. Patient discharged home on (B)(6) 2013.